Manufacturer narrative:
Additional information: h6. The reported event of an amplatzer septal occluder deploying with a cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 15mm amplatzer septal occluder(aso) was selected for implanting in the 14-15mm defect measured by tee and the stopflow of the sizing balloon. When the aso was deployed in the patient's defect, the la disk of the aso deformed into a cobra head shape. The same-sized aso with the same lot# was selected as a replacement and implanted, and the procedure was completed with no further issue, with no adverse consequence to the patient.